Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgm343410j/21355113, UDI: (B)(4). (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a type b aortic dissection and was implanted with two gore® tag® conformable thoracic stent graft with active control system. It was reported that the patient had pre-existing ischemia of the right leg, and improvement of the ischemia was reported post operatively. On (B)(6) 2020, it was reported that right leg ischemia was again observed. In addition, a distal stent graft-induced new entry(d-sine) tear was suspected distal to the first implanted tag® device. The patient underwent reintervention and two additional gore® tag® conformable thoracic stent graft with active control system were implanted to extend the device distally and cover the re-entry tear. As the patient's right leg ischemia had not improved, a bare mental stent was deployed from the right common iliac artery to the right external iliac artery. The patient tolerated the procedure. The physician stated as follows: it seems that it was not d-sine, and the cause of increase in blood flow in the false lumen and ischemia of the right leg were unable to be determined.